Event description:
It was reported that the slitter got stuck midway down the catheter. Another delivery system was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was returned, analyzed and no anomalies were found. It was noted that the catheter was slit spirally and the pull wire was caught and broken 21 cm from the hub. It appeared that the catheter had been damaged during an implant procedure.